Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a thermocool smarttouch sf catheter, the patient experienced periods of either asystole or complete heart block that was treated with a pacemaker device implant. After treatment of the pvc, the patient experienced periods of either asystole or complete heart block while in the monitoring phase after ablation, and unsure if there were any other visible symptoms on the patient. The asystole or complete heart block was noticed and confirmed on the 12-lead signals displayed on the carto 3 system and the recording system. It appeared that it was recovering "pretty well" on its own. After the case was completed, the medical intervention provided was that the physician was going to put a pacemaker in the patient. The last known patient status was stable and being prepared for the pacemaker device implant. The caller reported that the carto 3 system was used for mapping and the ngen generator was used for ablation. Additional information was received. The physician¿s opinion on the cause of this adverse event the patient had existing conduction disease and likely ablated too close to one of the bundle branches. The outcome of the adverse event fully recovered (no residual effects). The patient was discharged the following day, which is when the patient would have been discharged. The signal issue was assessed as non MDR reportable. The risk to the patient was low. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 17-jun-2025, noted a correction to the 3500a initial as there was no signal issue reported. However, in b5. Event description included in error, ¿the signal issue was assessed as non MDR reportable. The risk to the patient was low.¿ in addition, also remove from h6. Medical device problem code "signal artifact (B)(6)." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).